Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 the pockets showed up as not detected on bus. The field service engineer (fse) inspected it and shut down the station. The fse disconnected and reconnected the cable, but while disconnecting the row board cable, the connector came off with the cable. This required replacing the drawer controller board because it no longer had the row board header connection. After replacing the board, the fse verified that all drawers were seated correctly and no other issues were observed. Everything was detected in the application, and the customer verified the results. The system functioned as intended after the field service engineer repaired the device.